Event description:
It was reported that during testing at the manufacturer, the device operated automatically without user activation. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion in the motor and sockets of the device. Damage to the flex assembly was also observed.